Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead revision has been scheduled.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.7-10.2cm from the distal tip electrode. Internal insulation abrasions were found at 14.7-15.7cm and 25.3-26.5cm. The etfe coating was intact at these locations. Internal insulation abrasion was found at 11.8cm-13.2cm from the distal tip electrode. The etfe coating was abraded at this location.

Event description:
New information received from the patients attorney notes that prior to explant multiple inappropriate shocks, an increase in lead impedance, and other electrical anomalies were observed.